Manufacturer narrative:
Additional information was received from the customer. The following fields have been updated: describe event or problem: it was reported that before use of the bd¿ syringe there was leakage between the end of barrel and plunger rod during priming. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage between the end of barrel and plunger rod during priming medical device brand name: bd¿ syringe. Medical device catalog#: 301942. Medical device lot#: 1809323. Medical device manufacturer:. Becton dickinson, s.a. Medical device expiration date: 2023-08-31. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson, s.a. PMA / 510(k)#: n/a. Device manufacture date: 2018-09-20.

Event description:
It was reported that before use of the bd¿ syringe there was leakage between the end of barrel and plunger rod during priming. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage between the end of barrel and plunger rod during priming.

Event description:
It was reported that before use of the bd¿ syringe there was leakage between the end of barrel and plunger rod during priming. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage between the end of barrel and plunger rod during priming.

Manufacturer narrative:
H.6. Investigation summary: bd has not been provided photos or samples for catalog 301942, lot 1809323 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. The probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review of the syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required. H3 other text : see section h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the unspecified bd¿ syringe there was leakage between the end of barrel and plunger rod during priming. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage between the end of barrel and plunger rod during priming.